Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the surgeon operated according to standard practice. After pressing the plunger, the gas activated normally. When the lens advanced to the guard, the surgeon checked the lens prior to injection and observed that the lens was not in complete condition. When pressing the lens according to the process, the optic portion of the lens was found to be incomplete. The physician implanted the lens into the patient¿s eye, but the haptic appeared wavy and bent. After waiting for the lens to fully unfold, the haptic did not return to its normal shape. The physician was concerned that this might affect the capsular bag, so the lens was removed and replaced with another unit available in the clinic¿s stock.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).